Event description:
It was reported via notice of litigation that a pt developed decubitus ulcers while hospitalized and treated on a stryker bed. The type of mattress that was used during this time cannot be determined.

Manufacturer narrative:
The user facility has not provided the type of bed or mattress was involved in this incident.